Manufacturer narrative:
By checking the manufacturing and sterilization charts of lot#s involved, no anomaly was found on the overall components manufactured and sterilized with these lot#/ster. Therefore, we can ensure that all the components have been properly sterilized before being placed on the marked. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to implant loosening occurred on the (B)(6) 2019. Primary surgery was performed on the (B)(6) 2018. According to the info reported, many factors contributed to loosening of the peg and of the glenoid: bone graft has been absorbed early. Glenoid was implanted too high. Possible infection . Patient was not compliant: he has not followed post op regime and was playing golf and chopping wood against advice. All the following components were explanted: smr cementless finned stem, code 1304.15.180, lot#1801372, ster.1800133 smr reverse humeral body, (not marked in USA); smr reverse hp liner short, (not marked in USA) smr connector small r, code 1374.15.305, lot#1805077, ster.1800091 smr reverse hp glenosph. 44 mm, (not marked in USA); smr glenoid peg tt small-r #l, code 1375.14.653, lot#1802842, ster.1800073; smr glenoid baseplate small-r, code 1375.15.605, lot#1712833, ster.1700141. Swab analysis showed infection was not present. Event occurred in (B)(6).